Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/27/2020.

Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 07/17/2019. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an (B)(6) 2019 and a reservoir was used. Reservoir did not make negative pressure. No further information can be obtained.